Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. Device uploaded properly using care link. No cracked battery tube threads noted. Device had cracked case at the battery tube side extending towards the keypad, minor scratched display window, missing serial number label, scratched case, pillowing keypad overlay and scratched keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to the hospital due to high blood glucose on (B)(6) 2020 with diabetic ketoacidosis and high blood glucose level of 400 mg/dl. Customer was given antibiotics at the hospital. Customer stated that the insulin pump had crack on the back side where the battery compartment is. Insulin pump was dropped and broke. Customer stated that the auto mode feature was active at the time of reported high blood glucose. Customer stated that they were using insulin pump system within 48 hours of reported high blood glucose. Customer was using insulin pump to treat their high blood glucose. Insulin pump will be returned for analysis.